Event description:
(B) (4). Same case as 2134265-2009-05057. It was reported that post a coronary artery stenting treatment procedure, the patient died. Target lesion # 1 was located in the circumflex artery (cx) artery. The reference vessel diameter was 2.5 mm and the lesion length was18 mm. Pre-procedure 92% stenosis; post-procedure 0% residual stenosis. A 2.5x20mm liberte stent was implanted. No attempt made for direct stenting. Target lesion 2 was identified in the cx. The reference vessel diameter was 3.0mm and the lesion length was 7mm. Pre-procedure 80% stenosis; post-procedure 0% residual stenosis. A 3x8mm liberte stent was implanted. No information stating if direct stenting was attempted. The procedure was a technical success. The patient had angiography without subsequent revascularization two days post index procedure due to st elevation. The patient was discharged the next day without anginal complaint or silent ischemia. Medication included heparin and ib iia agents. Same day of discharge, the patient died. The cause of death was documented as non-cardiac. No additional information provided.

Manufacturer narrative:
The device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown therefore a review of the manufacturing documentation could not be performed. The most probable root cause classification is anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use.(B) (4): product unavailable for analysis.